Event description:
Additional information was received that the patient passed away due to end-stage heart failure and other comorbidities; no abbott device contributed to the death.

Event description:
During a remote follow-up, episodes of myopotential oversensing due to fusion were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.